Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 440 mg/dl at the time of incident. Customer stated insulin pump seemed not to be delivering insulin, so they changed the infusion set. Sensor was not calibrating. Customer did not feel okay to troubleshoot. Auto mode feature was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.